Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was unable to be calibrated and attributed it to the misalignment of the touch screen. It was additionally noted that there were errors in the update history and that the bezel had minor damage which was considered acceptable. The touch screen connector was cleaned and reseated, the touch screen parameters reset and the touch screen calibrated. New software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.